Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms, or blank display was noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had a blank display and keypad anomaly. Customer's blood glucose was 215 mg/dl. The customer does not recall any significant events leading to the keypad issues. Customer was advised to discontinue use of device and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.